Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported changing in-lines fuses to 15 amp from 20 amp which the site biomed changed the day before. New inrush suppresser was installed and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect suppresser has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system would not power on when prompted by user. Site mentioned that the system was plugged to a power strip and were having storms lately which may have caused the issue. Site also mentioned that the system was fully functional the previous day and this was the first time the site encounter an issue on that day. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.